Manufacturer narrative:
One used ext set w/0.2 micron filter was received. Visual inspection and functional testing was carried out. Upon visual inspection the filter vents were wetted out with prior infusate. A crack was found on the back of the filter. The set was leak tested per product specifications. There was leakage from the crack. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of leakage can be confirmed due to the crack. The probable cause of the crack is an external force. It is unknown when, where, or how the force occurred. D9 - date returned to mfg. :12/4/2025.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter: (B)(6).

Event description:
An event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer stated in the report that there was a crack on the filter and the drug leaked. There was no bleed back reported. The product is not a biohazard, and the device was not reprocessed/re sterilized. There was patient involvement. There was no delay in critical therapy and no reported patient harm.